Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 270 mg/dl, while wearing the pod between 24 and 36 hours. They reported contacting their doctor for guidance and the doctor advised to remove the pod. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. Additionally, the patient reported bleeding at the infusion site. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding.